Event description:
On (B)(6) 2013, report of explant received from st. Jude medical. Reason for explant not stated. Investigational letters will be sent to implanting physician and facility. All pertinent information will be provided as received.